Event description:
Several problems have been encountered with the use of the infusion set including: hole in the cassette, drip chamber assembled upside down. Hosp has pulled all stock with same lot number.